Manufacturer narrative:
The device was returned for evaluation, confirming the reported event. Visual inspection noted no obvious defects, functional evaluation confirmed the device could not prime and leaked. The root cause of the reported leak is determined to be an assembly issue, a screen support was missing from the evaluated device. A documentation investigation has been conducted, the device history confirmed that no manufacturing problems where observed. Complaint history shows previous events of this nature, with no historical escalations or corrective actions initiated. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete with no corrective actions deemed necessary at this time.

Event description:
It was reported that the tip of the versajet ii exact disposable handpiece 45 degree x 14mm malfunctioned and has fluid spraying out. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include, kinks, leaks and blockages. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.